Event description:
It was reported that while attempting to place the device in a trauma patient's contralateral iliac, the stent became stuck on the guidewire. The entire system had to be removed resulting in loss of access. No other product was available, and the bleeding was eventually stopped using a balloon to tamponade the area of injury. A .035 glidewire was being used in the procedure. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The safety clip was reattached. A competitor's guide wire protrudes distal from the system. The tuohy borst adapter is opened. The distance from the adapter to the safety clip is 10 mm. The 2-way stop cock is missing. A 20ml syringe with adapter is attached to the y-adapter. The outer sheath is compressed distal over an area of 280mm and partially elongated. The stent graft is in the system and in place. The outer sheath is crushed in the area of the stent graft. The system was soaked in liquid. Even after this, the guide wire could not be removed from the system. The complaint is confirmed. During the examination of the returned product, an unsuccessful attempt was made to remove the competitor's guide wire from the inner catheter. The protruding ends of the guide wire were measured and found to be within the required dimensions. On the basis of the information received, the exact cause of the complaint could not be determined. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.